Event description:
During a vitrectomy procedure, the vitrectomy cutter would not function. After calling the MFR for technical advise, they were able to get the unit to work enough to get through the case. There was no pt injury.